Event description:
A report was received that the patient has been experiencing pain and sensitivity at the pocket site. When the patient charges, she feels a burning sensation. The patient had a pain injection (see MDR 3006630150-2012-00010) at the pocket site but it did not help the patient's symptoms. The physician decided to explant the ipg and move the pocket site to a new location.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.